Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on the right ventricular (RV) lead. These measurements were noted during a scheduled device replacement procedure. No signs of lead damage were observed. The physician opted to maintain the RV lead in service, and it was connected to cardiac resynchronization therapy defibrillator (CRT-D). In addition, high OOR pace impedance measurements were reported on the associated right atrial (RA) lead. However, the RA lead was a non-Boston Scientific product connected to the device. Consequently, the RA lead was explanted and replaced. No additional adverse patient effects were reported. This ICD was explanted and returned for analysis.

Manufacturer narrative:
This product is being evaluated in our Post Market Quality Assurance Laboratory. This report will be updated when evaluation is complete.